Event description:
During treatment tubing broke causing leakage.

Manufacturer narrative:
Returned was a lg-22-75ny in 2 segments separated at the nac y-site/tubing junction with attached luer from user facility. Tape residue, biological debris and white film observed on tubing surface. White crystall like substance observed inside tubing. No mfg variances observed related to this event. Segment #1 observed separated from segment #2 at the nac y-site/tubing junction. The complaint, "tubing broke", was confirmed. The cause of breakage appears to be that there was not an adequate nac y-site/tubing glue seal.